Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). One photo is attached to the complaint file. The image captures the detached stent on top of the packaging, the stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. No other damage was observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9751057. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the proximal end of microcatheter cannot be evaluated through a photo, a functional analysis must be performed to determine a root cause. Additionally, the stent detachment noted in the photo was not originally reported, therefore, it is not considered related to the issue reported. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise2 vascular reconstruction device (product code enc452200, lot number 9751057) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31626340) and could not be further advanced. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 30-dec-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise2 vascular reconstruction device (product code enc452200, lot number 9751057) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31626340) and could not be further advanced. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 30-dec-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. One photo is attached to the complaint file. The image captures the detached stent on top of the packaging, the stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 22mml enterprise2 vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was found detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. The issue regarding a stent being impeded in the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported; therefore, this is not considered related for the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.